Event description:
The patient called lifescan alleging an error 1 message. Due to the error 1 message, the patient visited their cde and the cde was unable to assist with the error 1 message. The patient did not receive any treatment from the cde and there is no information on whether the patient's was tested on the cde's meter. The technique of applying blood on the test strip was correct. The battery was in good condition. Customer service had the patient retest and the error 1 message appeared. Issue was not resolved, therefore customer service sent the patent an ultra meter. This case is being reported as a malfunction, since the error 1 message was not resolved.